Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was causing phrenic nerve stimulation and the lead was programmed off. The lead was revised at a later date and it was noted that the patient had twiddler's syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds had risen and a possible high threshold was observed. The lv lead remains in use. No patient complications have been reported as a result of this event.